Event description:
This letter is to inform you of this adverse event as the suspect device beeat catheter by japan lifeline co., ltd. Is not manufactured or imported by biosense webster, inc. Event description: it was reported that a 46-year-old male patient underwent cardiac ablation procedure and developed ventricular fibrillation requiring defibrillation. After using bwi stsf catheter for pulmonary vein isolation (pvi} and cavotricuspid isthmus (cti} ablation, ventricular fibrillation (vf) occurred during coronary sinus (cs) induction of atrial fibrillation from cs9-10 in 150ms (using a competitor's catheter beeat}. Dc (defibrillation) was performed and returned the patient to sinus rhythm. The physician commented that it is not related to this product because the vf was being induced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).